Manufacturer narrative:
The information initially received from the customer was incorrect. The bacterial test results exceeded standards was for another scope, not the one associated with this emdr.

Event description:
New information provided by the customer: no actual issue; user mistakenly recorded the wrong scope.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.